Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
T was reported that a cartridge alarm occurred. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was unable to duplicate the error.